Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient had the pump filled on the 8th of this month and has had symptoms of nausea and vomiting ever since. The caller stated that the patient has been in the hospital since the 19th and was released the same day to recover from pneumonia, which they thought the patient may have had. The patient was then readmitted and then admitted again on the 24th and was currently in the hospital. Per the reporter, the patient has copd (chronic obstructive pulmonary disease). The caller was calling to ask if there was any sort of ¿recommendation¿ because they have ruled out pneumonia and the doctors were saying no pneumonia, the only potential problem would be from the pump that the pump had a bad batch of medicine in it or something. The agent reviewed the role of patient services and redirected the caller to the patient¿s healthcare provider to further address the patient¿s symptoms. The caller then started to become upset and stated they think the issue is with the pump and what are they supposed to do if they cannot get ahold of the provider. The caller then stated that their ¿contact¿ was supposed to call them today. The caller stated that their wife was getting worse and then stated that they ¿do not like the pump and the pump is a bad idea¿ and they ¿do not think anything should go into the intrathecal space and this is a poor design¿.